Event description:
While preparing insulin pen for administration to patient the autoshield needle got bent and stuck into insulin pen. Pen side of needle came out of device. Patient side of needle still intact.